Manufacturer narrative:
Evaluation summary: the cause was the disappearance of the resistance pattern of the chip resistance due to the electrochemical corrosion phenomenon. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156.

Event description:
When the power was turned on (B)(6) 2021, the error code 03-0200 was displayed and the s terminal was no longer output. There is log history. Since it occurred before use, there is no health hazard to patients and medical staff.